Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, ten (10) bd vacutainer® sst¿ blood collection tubes were contaminated with foreign matter. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-april -2024. H.6 investigation summary. Bd received twelve (12) samples and nine (9) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Fm was embedded inside the tube wall. Additionally, a scratched tube, additive abnormality, and tube molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of embedded fm, scratched tube, additive abnormality, and tube molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use, ten (10) bd vacutainer® sst¿ blood collection tubes were contaminated with foreign matter. There was no report of patient impact.